Event description:
A nurse reported that the aspiration tubing was occluding when using tow separate anterior vitrectomy sets during the same cataract procedure. The customer contacted a company representative for assistance and it was recommended that the aspiration range and vacuum rate be increased. The reporter indicated that this worked for a second, however, when reset the to the surgeon's user settings the issue continued. The anterior vitrectomy set was replaced with another and the occlusion issue continued. The procedure was completed using the same product and the reporter informed that there was no patient harm associated with the reported event. A product sample has been requested for evaluation. There are no additional details available for this case.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).